Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared error code 1007. The last follow up in (B)(6) 2016 showed a battery longevity of 5.5 years remaining. A review by boston scientific technical services (ts) noted that the device had triggered end of life (eol) and should be replaced. The fault code 1007 triggered could occur due to a battery issue, but also could be due to a shock delivered into a shorted lead circuit. Lead integrity should also be evaluated. A revision was planned. No adverse patient effects were reported.